Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent dislodgement); patient¿s condition affected effectiveness of device (lesion morphology); no results available since no evaluation was performed (device was not returned for review). Conclusions: inherent risk of procedure (stent dislodgement); device failure related to patient condition (lesion morphology). (B)(4).

Event description:
It was intended to use a resolute integrity 2.75 x 8 mm rx drug eluting stent to treat a 30 mm lesion in the rca vessel. The vessel was described as moderately tortuous, severely calcified and had 80% stenosis. The device was removed from the packaging and inspected with no issues noted. It was unknown if negative prep was performed, however, the lesion was pre-dilated with a non-medtronic balloon. Resistance was encountered during positioning. Multiple attempts to position the stent were made but were unsuccessful. It is reported that during the last attempt upon removal of the balloon catheter, the stent was not present, it had dislodged in the prox rca vessel. A snare and non-medtronic balloon were used to crush the dislodged stent against the vessel wall. Two more resolute integrity stents were deployed successfully in the patient afterwards. The dislodged stent remains in the patient with no reported patient complications. Cine image review: the procedural images confirm an rca lesion with approximately 80% stenosis and severe calcification. The images confirm three successful stent deployments. Numerous pre-dilations and post-dilations were performed. The images confirm a stent dislodgement after the first successful stent deployment. The dislodged stent is visible in the proximal rca. A balloon is used to crush the dislodged stent. Two more stents (three stents in total) are successfully deployed in the vessel with a good final outcome.